Manufacturer narrative:
Correction to initial report. Additional information provided.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported a chemotherapy leak while infusing paclitaxel, approximately 1 hour into the infusion. The nurse noticed fluid on the floor; although she immediately clamped the tubing, the spill continued until the tubing was clamped above the alaris pump.